Manufacturer narrative:
Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast surgery with a 325cc mentor smooth round moderate profile saline breast prosthesis reported she had complications on an unknown side post-operatively. The patient did not provide any details in regards as to what the complications were. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 16, 2022, mentor received additional information regarding the patient's initial, date of birth, weight, date of explantation, and diagnosis. The patient identifier updated to h.l. The date of birth has been (B)(6) 1963. The patient's weight has been updated to 144 lbs. The date of device explantation has been updated to (B)(6) 2022. The patient reported seeing her healthcare provider due to the patient having breast pain. The coding in section h6 health effect - clinical code has been updated for accurate coding. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 01, 2023, mentor received additional information regarding the patient's diagnosis and device information. The patient mentioned that the diagnosis in their operative report was mastodynia. The patient also reported that they found the implant attached to her ribs and side. Code e2308 has been added in section h6-health effect - clinical code to cover the event of this acquired deformity. The lot number for this device was updated to 21904. Manufacturing date: october 2000. Expiration date: october 2004. It was determined that this is the patient's left sided breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and acquired deformity. Manufacturer¿s reference number: (B)(4).